Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va1lhce, implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient said the device was removed on (B)(6) 2021 because it wasn't helping their symptoms and they needed to have mris. Patient said the hcp was unable to remove the lead. Patient said the hcp told them they picked the patient's body up by the wire and it wouldn't come out. Patient said they started having back issues around the same time they got the device but the back issues we related to discs and not related to the device. Patient asked what metals the lead was made of - reviewed info.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported their ins was removed on november 9 because it did not help much with their bowel and bladder symptoms and patient needed mris for other medical needs but the healthcare provider (hcp) was not able to remove the lead. The patient said the hcp told them they picked up their body by the lead and told patient they could probably still get a partial MRI. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lhce, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.